Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4).

Event description:
It was reported that patient received the urgent intubation. The endotracheal tube functioned well in pretesting but then failure of inflation was noted in use. Finally the patient used another endotracheal tube size 7.5 with the successful intubation.